Event description:
It was reported that the patient's vns was now indicating high impedance with output current limit and dcdc=7. Clinic notes received indicated that the patient had been "doing well" since (B)(6), but had a seizure on (B)(6) 2012. The patient was brought in to the office the next day for evaluation and the vns system was tested leading to the discovery of the high impedance. Follow-up with the physician's office found that no trauma or manipulation is believed to have caused or contributed to the high impedance. No x-rays have been taken to evaluate for a lead fracture. Last known good diagnostics were not available upon request. The patient was also noted as having a seizure in the physician's office on (B)(6) 2012, that was noted as not being able to be aborted with magnet stimulation. Surgery to replace the patient's lead and generator is likely.

Event description:
Additional information was received indicating the patient's vns lead and generator has been replaced. Attempts for the return of the explanted products have been unsuccessful to date.

Event description:
Additional information was received as an implant card confirming the lead and generator have been replaced. The reason for replacement was marked as "lead discontinuity".

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4).